Event description:
It was reported that during a routine implant, the physician was unable get the wrench into the df4 port to tighten the set screw for the right ventricular (rv) lead. The rv lead had high thresholds and the physician attempted to reposition the rv lead; however, repositioning was unsuccessful. The device was not implanted and a new device was implanted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d314trm ICD, implanted: (B)(6) 2012. (B)(4).